Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from teh sensor pod and seal carrier. The customer complaint was confirmed. A root cause could not be determined.